Manufacturer narrative:
Product complaint # (B)(4). H6 component code: appropriate term/code not available (g07002) used to capture no findings available. Investigation summary: no device associated with this report was received for examination. In order to determine if a lot related issue was possible, a worldwide complaint database search was performed. A worldwide complaint database search found no additional related reports against the provided product code/lot code combination. Based on the inability to find any additional related reports against the provided product code/lot code combination it is reasonable to conclude that there are no anomalies with regard to manufacturing or inspection contained in the device history records that would contribute to the reported event. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Medical records received ad 8 sep 2023 were reviewed by clinician. On (B)(6) 2017, the patient had bilateral tkr to address bilateral end-stage osteoarthrosis. Depuy components, including depuy patellas were implanted during these procedures. There were no intraoperative complications noted. On (B)(6) 2022 -revision left total knee to address loosening of prosthesis, pain and instability. Preoperative radiographs were reported to show aseptic loosening. During the procedure, the surgeon removed the femoral component, tibial tray and insert. Patella was left in-situ. There was substantial bone loss at the tibial epiphysis. Pathology report notes inscription on the tibial plate is (B)(6) lot 85273810, and that there was yellowish discoloration, multiple deep scratches and focal delamination on the insert. (Did not mention if this was from removal of implant etc) the pathology report also noted chronic inflammation, foreign body giant body cell proliferation consistent with polyethylene and metallic debris. Competitor products implanted during this procedure. It should be noted, that there was no mention of a specific loose component or interface in the revision notes doi: (B)(6) 2017 -bilateral, dor: (B)(6) 2022, (left knee).